Manufacturer narrative:
(B)(4): explant of the intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure as the patient experienced rings around light in the night. The lens was replaced with a monofocal iol. The patient was reported to be doing well after the explant. No further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to our manufacturing site for investigation. Visual inspection revealed that the lens was received cut in half. This condition could be related to the lens explant process. The returned sample was inspected at 10x microscope magnification and revealed surface residuals (fiber/particles) on the lens compatible with handling the lens such as during the explant process. No manufacturing defects were found in the returned sample. The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.